Event description:
It was reported the pt lost stimulation and was unable to communicate with or charge her ipg. The sjm rep met with the pt and confirmed the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.